Manufacturer narrative:
Insulin pump was received with cracked end cap, missing end cap sticker, broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. She pressed on the drive support cap until she felt the burning of insulin at the site. There was also a crack at the opening of the reservoir compartment. Customer's blood glucose level was in the 70 mg/dl to 100 mg/dl range. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.